Event description:
It was reported that, a bilateral plaintiff experienced recurrent dislocations after a right mom revision surgery, and a second liner revision surgery. Therefore, a third right thr revision surgery was carried out on (B)(6) 2020 the oxinium 36mm +4 femoral head was exchanged for a 22mm oxinium head. During surgery soft tissue impingement was also found. The patient have had a history of falls and bilateral abductor weakness since 2011. No other related complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, patient has a history of bilateral total hip arthroplasties. His right hip r3 implantation was in june 2010. He has a history of falls and abductor weakness since 2011. Patient had a right revision (B)(6) 2019, indications were noted as adverse local tissue reaction (pseudopolyps), and cobalt 178 nmol/l and chromium around 50 nmol/l. The revision operative report noted, the gluteus medius and vastus lateralis were stripped off from the anterior 1/3 of the greater trochanter. The tissue was very discolored into a greyish-brown color. Pseudopolyps and trunnionosis was also noted. Revision was completed with replacement of the hole cover, changing the liner to a lateralized liner size 36 mm and 36 mm oxinium femoral head 0. Three weeks after revision he experienced recurrent dislocations with anterior instability, had a second total hip replacement (thr) revision on (B)(6) 2019. The previous lateralized liner was exchanged for a 20-degree polyethylene lip liner and a +4, 36 mm. Oxinium femoral head. Post revision the patient continued to have recurrent dislocations. He had a third thr revision (B)(6) 2020. The operative report noted, ¿there was some soft tissue impingement that was cleared and excised.¿ placement of a constrained liner into the r3 cup and a 22 mm oxinium femoral head was used for the femoral synergy component and reduction was achieved. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The soft tissue impingement cannot be ruled out as a possible contributing factor to recurrent dislocations and revision. The patient impact was a third revision to a constrained liner and 22 mm oxinium femoral head. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions section as a result of improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shat of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming. It also reveals in the intraoperative section that selection of patients should include the consideration of muscle conditions. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.